Event description:
Robotic laparoscopic total hysterectomy and bso being performed. During the case, stability sleeve and working port cb12lt with v-loc and CT-1 needles used and passed through it. CT-1 needle and vicryl needle are successfully passed through port without any suture or any debris. A baby lap size 4x18 was then passed through port under direct vision and portion of diaphragm from trocar fell into the patient's abdominal cavity. Portion of diaphragm was immediately and successfully retrieved by surgeon. Trocar was replaced with new trocar and reinserted for procedure to continue. All diaphragms appeared intact. At the end of the case, another trocar of same make was taken but no reporter was available who could answer questions about the amount of diaphragms, trocars, or packaging.